Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had insulin pump error alarm. The customer¿s blood glucose level was 182 mg/dl. Customer reported that they were able to clear the alarm and able to rewind the insulin pump. Troubleshooting was performed. Customer performed displacement test and the test result was insulin pump error reoccurred for third time. Customer was advised to the insulin pump required replacement and to revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with pump error 38 during rewind due to jammed motor gearbox.